Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge fluctuated and a power source alert occurred while charging the pump. Pump shut down. Customer used another power adapter to charge the battery. Customer's blood glucose was 133 mg/dl. Customer continued to use pump for insulin therapy.